Event description:
Implant loss, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, infection, pain, mobility. Wound healing disturbance with infection. Implants in 4th quadrant which were placed at the same time are successful integrated.